Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 due to elevated blood glucose levels. Customer did not provide an exact blood glucose value. Customer was treated through intravenous insulin and released from the hospital on (B)(6) 2016.